Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The carrier/com express board was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. The clinician reportedly cycled power and continued the case. There was no reported patient injury.